Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) 21.5 diopter was explanted from the patient¿s right eye because the patient did not read well, due to hyperopic miss by .75. At explant there were no complications such as incision enlargement, sutures or vitrectomy. The replacement lens is a non-johnson & johnson iol. Reportedly, the patient is doing well post-exchange.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation, yes. Section d10: returned to manufacturer on, 01/23/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted h3 other text : placeholder.